Manufacturer narrative:
Device passed self-test and displacement test. Also, device was programmed correct time/clock and monitor 14 days and no time/clock anomaly during testing noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had time clock anomaly. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that time anomaly was follow a day behind. Customer stated that the loss was greater than 3 minutes within 10 days. Customer stated that the loss is greater then 9 minutes within 30 days. The device will be returned for analysis.